Event description:
Alleged event: healthcare professional reported left side "baker iii". Healthcare professional reported left side capsular contracture baker grade iii/IV and rupture. Healthcare professional also reported "broken silicone implant, baker iii contracture" of a (B)(6) device. Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).